Event description:
It was reported that the patient has had a couple of strokes and the most recent stroke was on the day of their most recent implant (B)(6) 2013. The patient was asked about previous strokes, the patient said they had bipolar and began talking about a manufacturer representative being with them to see device and ¿tegging¿ the patient. The patient was not supposed to be charged for it (meaning payment). The patient inquired about how long stimulator lasts. The patient has met manufacturer representative to check their device but the patient discussed "being charged" money and that patient "is not supposed to be charged."

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 38 89-33, lot# v135847, implanted: (B)(6) 2009-, product type: lead. (B)(4).